Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient was feeling shocking and tingling at the ins site. The cause was unknown and no troubleshooting had been performed by the rep as they were from a different territory. Follow-up was conducted with the rep. No further complications were reported.